Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the yellow safety shield piece that goes over blade would not retract after insertion. The shield was engaged appropriately but the blade would not retract. A new trocar was used to complete the procedure. No patient impact. The trocars were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Additional information: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.